Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. There was evidence of keypad contamination found under the ok, up arrow, and down arrow key contacts.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up and down arrow buttons were intermittently responding for several months. The patient stated that the keypad was also peeling at the ok button. The patient reportedly wore the pump clipped at the waist and was not cleaned. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.